Manufacturer narrative:
Product event summary: analysis confirmed that both output connectors on the epg were broken, and that the hanger assembly was broken. Additionally, it was found that both liquid crystal display (lcd) wires were pinched, but not compromised. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had broken connects and a broken IV pole hanger. The epg was returned for repair. There was no patient involvement.